Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged coughs and migraines when they wake up and sometimes during the day. Cough occurs every day and migraines several times a week. These symptoms have been increasing for these symptoms have been increasing for . There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.